Manufacturer narrative:
Manufacturing site ID updated to (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event occurred post operation. The event was reported during a follow up visit. Symptoms reported included pain and swelling. Diagnostics performed included a physical exam. Results of the physical exam showed aright foot wound. The patient was prescribed keflex, however it was unclear as to why the patient was taking keflex. The patient did have an ulcer wound on right foot and had to hold off on stimulation revision surgery until after the foot was healed. If there was an infection in the foot, then the foot was reported as healed on (B)(6) 2007.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient was given kelfex during (B)(6) 2007 for a possible infection.